Manufacturer narrative:
(B)(4). On (B)(6) 2015, the customer reported that images acquired utilizing their philips brilliance ict system, exhibited non-uniform contrast enhancement of the coronary vessels when using idose and iterative model reconstruction (imr). The customer confirmed that the issue occurred on(B)(6) 2015. There was no report of misinterpretation or mistreatment of a patient due to the issue. The customer confirmed that the issue was recognized and did not result in a rescan of the patient. Philips applications specialists attended the site and gathered data. No bugreps or log files were taken for the issue, but digital imaging and communications in medicine (dicom) image data was gathered and sent to the business innovation unit (biu) for further analysis. Philips physics and clinical applications groups reviewed the data provided for this issue and found: all data provided from the associated complaints was reviewed by reconstructing images with imr and idose4 using different settings. Image review was conducted with cross-functional team of application specialists and application scientists. Following was observed during the image reviews: using imr body routine was applied, coronary vessels were not enhanced. Using idose4 with xcb or cb filters, coronary vessels were not enhanced. Using imr cardiac routine, coronary vessels appeared to be non-uniformly enhanced. Using idose4 with xcc or cc filter, coronary vessels appeared to be non-uniformly enhanced. The cause of this non-uniform contrast enhancement in coronary vessels while using imr cardiac routine and idose4 with xcc or cc filters is due to the filter kernel which boosts the contrast in the objects which are size of 2~5 mm. This boosting was originally designed for a better visibility of the vessels and is good for use with the automatic segmentation tools. There is no malfunction of the system; the system is working as specified. The artifact can be minimized using imr body routine filter or idose4 with xcb or cb filters which do not include low frequency enhancement. CT engineering determined this issue to be an acceptable risk. The following mitigation applies: physics design and algorithm/specs, and quality assurance with testing for different users (clinical and service) and at various times of installation (service) and usage (clinical) ensure the correct recon and post-processing. There are mitigations implemented in our system, as described above, to minimize the artifacts in the images. In addition, as written in the IFU, operators of the CT system must have received official accreditation or certificate to operate CT system as well as adequate training on its safe and effective use before attempting to operate the equipment described in the IFU. This can significantly minimize the use errors that might lead to artifacts.

Manufacturer narrative:
(B)(4). We have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Event description:
The customer reported irregularities (white dot) when using contrast in coronary vessels with idose and iterative model reconstruction (imr) on a brilliance ict system with software version 4.1.3. A philips application specialist (as) confirmed there was no harm to a patient, operator, or bystander. The as evaluated the system and determined the issue was seen with idose and imr techniques.